Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/24/2020. H.6. Investigation: customer returned one (1) loose 0.3ml bd insulin syringe. The customer reported about a cannula through the shield. The returned syringe was examined, and it was observed that the cannula had pierced through the cannula shield. Due to batch number being unknown, no DHR review is able to be completed. Root cause cannot be determined. H3 other text : see h.10.

Event description:
It was reported that a syringe 0.3ml 29ga 1/2in 7bag 420cas jp had the cannula punctured through the shield before use. The following was reported by the initial reporter: "the customer reported about a cannula through the shield."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information, we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed, and (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that a syringe 0.3ml 29ga 1/2in 7bag 420cas jp had the cannula punctured through the shield before use. The following was reported by the initial reporter, "the customer reported about a cannula through the shield."